Event description:
Account reports that they have to inject the radioactive material into the extension set on the pt while the pt is running on the treadmill. States it is very difficult to get the bd cannula directly into the center of the septum. States they have had two incidents of leaks of the radioactive material from the septum because of repeated attempts to inject. States they also have noticed increased "bending" of the adapters when attempting to pull saline from a vial to be used for flushing the radioactive material. No pt injuries have occurred, but any leaks of radioactive material cause the unit to be closed down until the radioactive spill is cleaned up.